Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on an (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device noted that the control wire was separated from the yoke but the clip assembly was still locked onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. It was also noted that the prongs were not locked into the capsule. A kink was noticed in the control wire and the over sheath assembly was not returned. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on an (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.